Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was unable to power up their patient programmer. Unable to troubleshoot device because the patient did not have batteries. Patient stated they are using sunbeam heavy duty batteries and it was suggested that caller get a brand new set of alkaline aaa batteries. Patient also reported loss of therapeutic benefit because they have been urinating more frequently. Patient also reported that the ins was turned around and they felt like it bulges out. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the patient battery depleted and that the bulging was due to the device when the patient was seated. It was also stated that it was resolve and that there was no pain or discomfort of limitation due to the ins. No further complications were noted or anticipated

Event description:
Additional information was received. Patient did not specify what the cause of the device turning and bulging, nor did they say what cause of loss of stimulation. Patient did state that the patient programmer unable to power up was due to batteries depleting and them using wrong batteries. They have replaced batteries. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.